Manufacturer narrative:
The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instruction for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that procedure was to treat a 90% stenosed lesion in the left anterior descending (lad) coronary artery with moderate calcification and tortuosity. The lesion was predilated with a 1.2x8 mm semi-compliant balloon and then the 2.25x15 mm xience xpedition stent was implanted at 16 atmospheres. Fluoroscopy after stenting showed a proximal edge dissection. Another xience xpedition stent was used to cover the dissection. There were no adverse patient sequela. No additional information was provided.